Manufacturer narrative:
Additional information was received on (B)(6) 2015. The product associated with lot# 3j00790 was manufactured according to specification. No previous investigations are available. After a thorough batch review, no discrepancies, non-conformances or deviations were discovered. No sample was received; however photographs are attached to the file. The photos show foreign material on product but no evaluation of the product could be performed. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
It was reported foreign material was found inside the product. No patient involvement was reported.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on 6/22/2015.